Manufacturer narrative:
The ge service rep replaced the tungston collimator assembly then performed a collimator calibration. The system operates as intended.

Event description:
The customer reported that the collimator pot error message displayed on boot. No patient injury was reported.